Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16545.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was flickering. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that they had a flickering screen. An onsite quote was created for onsite assistance as the unit was unavailable for troubleshooting over remote assistance.

Manufacturer narrative:
H10: the remote service engineer (rse) suspected that the light crystal display (lcd) required a replacement and possible an end cap replacement as well. A field service engineer (fse) went onsite to troubleshoot the issue but was unable to detect any flickering on the display. The fse returned the lcd but installed the end cap. The fse was unable to detect any flickering on the lcd but replaced the end cap as a preventative measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.